Event description:
It was reported that patient spinal cord stimulation (scs) leads had migrated. The patient underwent full system explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc11600. Model: m365sc11600. Serial: (B)(6). Batch: 5143291. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 366349.